Event description:
Breast implant illness; from the day I got implants, (B)(6) 2016, until the day I had an explant surgery, (B)(6) 2019, I suffered numerous implant-caused, serious health problems including but not limited to: serious breast pain all the time - breast hardness, food sensitivities, skin rashes and itching - all-over body pain and joint soreness, trouble sleeping, anxiety, decreased libido, vertigo, extreme fatigue, ibs, depression, frequent headaches, loss of vision, skin dryness, mouth dryness, heart palpitations, dizziness. These symptoms caused me to have to completely stop driving and to stop working. Only when I had the allergan natrelle biocell implants removed did I start to feel better.